Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A screw was found broken post-operatively. During a procedure to address adjacent level disease progression, the pedicle screw on the right side of l4 appeared to be loose. When the screw was removed as part of the procedure, it was found that the screw shaft was broken approximately 3/4 down its length. This was not detected on any pre-operative films; it was only found because of the construct extension. The right l4 level was skipped upon rod fixation. There were no reports of patient injury associated with this event.